Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the attempted his bundle lead became uncontrollable and tamponade occurred. The lead was removed, operation stopped, and the patient entered the care unit for rescue. No further patient complications have been reported as a result of this event.